Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user expressed concern about experiencing low glucose events with the ilet device and infusion set issues, although device data review showed only brief, infrequent lows without a discernible pattern and a higher nighttime target already set. Symptoms included low glucose events. Outcomes included user concern and training scheduled for troubleshooting and education. Investigation included review of device-generated reports and user coaching by the clinical training team. Investigation of this case revealed no device malfunction and no pattern of hypoglycemia, with rare post¿meal-announcement lows noted. It was concluded, based on previously established findings for similar reports, that the cause was unclear.